Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed, indicating a compromised force sensor system. The blood glucose reading was unknown. The customer's mother stated that the customer was trying to fill the tubing, and the insulin pump's piston would not stop, just before alarming. She stated that the piston was not counting up as normal. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube.